Event description:
It was reported that a high drain 202 alarm occurred during dwell three on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) assisted the home patient (hp) to manually drain until they were empty. The patient drained out 3347ml. Her largest prescribed fill was 1500ml. The tsr arrange the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intra peritoneal volume (iipv) situation. The guide gives the trainer instructions on how to properly set tidal therapy values. The instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.